Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 12/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that one day post hemodialysis catheter placement, the subject experienced an adverse event of hematemesis and gastrointestinal bleeding. It was further reported that three days post catheter placement, the subject experienced an adverse event of septic shock and intrabdominal infection. It was also reported that two months post catheter placement, the subject experienced an adverse event of hypotension. Furthermore, two months and twenty one days post catheter placement, the subject experienced an adverse event of sepsis bacteremia/urinary tract infection, however the adverse event was not related to the study device and procedure. Reportedly, the patient had expired and the primary cause of death was mentioned as hypoxic and hypercapnic respiratory failure, acute respiratory distress syndrome, likely aspiration pneumonia, urosepsis, bacteremia, and hepatic encephalopathy. Reportedly, the catheter was removed due to the patient being expired. The relationship of the adverse events and death with the device and procedure is unknown.

Event description:
It was reported through the results of a clinical trial that sometime post hemodialysis catheter placement, the subject experienced an adverse event of hypotension. It was further reported that one day post hemodialysis catheter placement, the subject experienced an adverse event of hematemesis and gastrointestinal bleeding. It was also reported that three days post catheter placement, the subject experienced an adverse event of septic shock and intrabdominal infection. Furthermore, two months and twenty one days post catheter placement, the subject experienced an adverse event of sepsis bacteremia/urinary tract infection, however these adverse events were not related to the study device and the procedure. Reportedly, the patient had expired and the primary cause of death was mentioned as hypoxic and hypercapnic respiratory failure, acute respiratory distress syndrome, likely aspiration pneumonia, urosepsis, bacteremia, and hepatic encephalopathy. The relationship of the death with the study device and the procedure is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Due to the medical records provided, the patient death and symptoms such as respiratory failure, urosepsis, bacteremia, and hepatic encephalopathy are acknowledged, but no relationship to the device has been determined, and therefore the complaint is inconclusive. A definitive root cause for the patient symptoms and death could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, therefore a labeling review is not required. H10: d4 (expiration date: 12/2023), h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.